Manufacturer narrative:
An event of a deformed right disc was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, per the user the deformation was associated with the patient anatomy.

Event description:
On (B)(6) 2019, a 24mm amplatzer pi muscular vsd occluder was selected for implant to close a post infarct vsd. The patient was hemodynamically unstable and after 2 unsuccessful attempts to deploy the device, as the right disc did not deploy as anticipated; the user elected to abandon the procedure. The user reports the deformation was associated with the patient anatomy. No additional information is anticipated.

Event description:
On (B)(6) 2019, a 24mm amplatzer pi muscular vsd occluder was selected for implant to close a post infarct vsd. The patient was hemodynamically unstable and after 2 unsuccessful attempts to deploy the device, as the right disc did not deploy as anticipated; the user elected to abandon the procedure. The user reports the deformation was associated with the patient anatomy. No additional information is anticipated.